Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation because, this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.